Event description:
Ous MDR - after an implantation time of about 24 months, the ventricular channel showed interference signals, which led to two aborted charge processes. The lead was then exchanged and returned for analysis. This device remains actively implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the returned programmer printout. During the check of the programmer printout of the ICD, interference was detected in the right-ventricular channel. There was, however, no indication of a device malfunction of the. The manufacturing process of this ICD was then reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.